Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# j0114371v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a, lot# j0114246v, implanted: (B)(6) 2001, product type: lead.

Event description:
Information was received from a manufacturer's representative via a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient reported that the old battery was dead, but the ins quit working before the battery died. The representative interrogated the ins and found that it still had a charge. Impedance check found all electrodes on one lead to have high impedances, while the other lead was normal. The representative reprogrammed the ins to use the lead with normal impedances. Patient stated that they were getting pleasant low back relief with the reprogramming. The healthcare provider (hcp) was provided a summary, and if relief continued the hcp would discuss possible plans to replace battery, as well as possibly replacing the leads. The lead currently in use may also have an issue as the patient feels like it occasionally loses stimulation with some movements. The hcp will discuss possible actions at follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.